Event description:
This case was reported by a regulatory authority (medwatch program) and described the occurrence of neuromuscular disorder in a pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. In 1999, the pt started super poligrip (dental) two to three times per day. At an unk time after starting super poligrip, the pt experienced neuromuscular disorder (not specified), arm numbness, difficulty with equilibrium, walking instability, leg weakness, hiatal hernia, muscle spasm, bone pain, muscle pain, tingling in leg, severe leg cramps, neuropathy, nerve damage and accidental ingestion described as "swallowing massive amounts since 1999-2009". This case was assessed as medically serious by gsk. The regulatory authority reported that the events were disabling. The pt saw many physicians and underwent physical therapy. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. The pt stated that their dentures were ill fitting due to MFR and as a result they used two tubes of super poligrip per month. The pt stated they had called the MFR of super poligrip and reported on their "many medical problems". As the medwatch report did not provide initials or gender, a new case was created.

Manufacturer narrative:
The MFR's report # for this case is 9681138-2009-00033 and neither the product nor lot # for this product is available. (B)(4).